Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was failing 42 degree celsius thermostat shutoff tests. The actual measured temperature was 43.7 degree celsius (thermostat cuts off at that point). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This MDR is related to MDR #1828100-2013-00099.